Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a merlin.net transmission showed a triple rise from the stable baseline impedance. No information is available regarding patient condition or possible intervention to address this issue.